Event description:
Taxus balloon would not withdraw from the stent following inflation and deflation. Multiple attempts were made to withdraw the balloon. This was finally successful but resulted in prolonged radiation and increased contrast use.